Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl and 40 mg/dl. Customer was unable to provide any additional information. A recommendation was made for the customer to discuss bg levels with healthcare provider.